Event description:
The facility representative reported a colleague infusion pump with a battery issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time. On (B)(4) 2011, the baxter field service technician serviced a colleague cx volumetric infusion pump single channel, product code 2m8161, sn# (B)(4), for a battery issue. The process step is unknown; patient injury or involvement is unknown; medical intervention is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. Incident date: unknown product surveillance notification date: (B)(4), 2011.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of damaged battery was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries. The main batteries and battery harness were replaced to correct reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The facility representative reported a colleague infusion pump with a battery issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.